Manufacturer narrative:
Preliminary analysis revealed that the reported issue most probably resulted from a software issue leading to the corruption of the operating system configuration.

Event description:
The home monitor was paired with an ICD on (B)(6) 2020. Reportedly, the led of the subject home monitor remained orange on (B)(6) 2021.

Event description:
The home monitor was paired with an ICD on (B)(6) 2020. Reportedly, the led of the subject home monitor remained orange on (B)(6) 2021.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The home monitor was paired with an ICD on (B)(6) 2020. Reportedly, the led of the subject home monitor remained orange on (B)(6) 2021.